Event description:
Reporter noted surgeon thinks sutures could have caused infection 3 pts following blepharoplasty for dermatochalasis. Inflammation and swelling with abscess formation has persisted for months. All occurred one to two weeks post-op. Treated with antibiotics. One pt had revision with removal of necrotic tissue. Culture: negative. Pt 2 of 3: status is unk at this time.